Event description:
Reportedly the patient underwent the index procedure on (B)(6) 2010 with implantation of a 3.0x12 mm promus stent; however, on (B)(6) 2012, the patient experienced EKG changes and possibly a myocardial infarction. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of myocardial infarction is listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.